Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri) mode and the battery voltage was 2.78, magnet rate 98.5 and battery impedance 2.8. The device was explanted.